Event description:
It was report that when the lockwire and angulation fiber were removed, the tag conformable with active control system opened 50% to 70% of it's full diameter, and had not opened completely at that time. The device opened 100% after the physician ballooned it.

Manufacturer narrative:
H6: code 10, code 4117, code 25: the device delivery catheter and handle were returned to gore for analysis, the actual device remains implanted in the patient. The device evaluation showed the following: damage to the curved olive indicates that a partially uncovered proximal apex was wedged between the olive inner curve and delivery catheter. A wedged apex on the inner curve can prevent the device from fully expanding and catheter from disengaging from the device post deployment. The secondary deployment line was within the expected length for a 28mm x 28mm x 10cm device. The end of the fiber was clean cut as expected in manufacturing and therefore the secondary deployment line likely did not contribute to the device not opening to full diameter. The findings of the evaluation are consistent with the physician¿s observation that the proximal end of the endoprosthesis was caught on the delivery catheter, preventing the catheter from being removed following deployment. No damage was identified on the lockwire or angulation fibers and therefore they likely did not contribute to this event. The cause for the device not fully expanding and the catheter remaining attached to the endoprosthesis following deployment is that one of the partially uncovered proximal apices was mechanically wedged between the catheter and olive inner curve. The cause appears to be attributable to the manufacturing process for cmds curved olive bonding, and the worst-case severity of harm that is reasonably foreseeable for this scenario is serious. Images were provided to gore and an imaging evaluation was performed and showed the following: imaging provided for evaluation consist of two (2) videos that appear to be taken from a cell phone. There are no patient identifiers visible on these captured videos. Post deployment image illustrates that the proximal aspect of the device does not appear fully open. Additionally, the proximal end of the device does not have inner curve wall apposition. Post deployment image captured mid ballooning illustrates that the guide wire appears to not be on the outer curve at the proximal aspect of the device. Additionally, the balloon is not fully expanded and a stent apex can be visualized close to the olive (red arrow). The balloon appears to have opened the proximal end of the device up fully as visualized by the presence of a stent apex on the inner curve that was not previously apparent (red arrow). Post ballooning image illustrates that the proximal aspect of the device appears to be fully deployed and that the guide wire is now positioned on the outer curve.

Manufacturer narrative:
The device was returned to gore and an engineering analysis is being conducted. The results of analysis will be provided in a supplemental medwatch. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment of a type b thoracic aortic dissection and was implanted with a gore® tag® conformable thoracic stent graft with active control system. The delivery catheter of the gore® tag® conformable thoracic stent graft with active control system was inserted from the left femoral artery through the sheath and advanced to the intended site. The proximal deployment handle was pulled and the endoprosthesis was deployed to its intermediate diameter. The physician utilized the angulation control system a reported 15 times. After that, the physician attempted to deploy the endoprosthesis to its full diameter and the secondary deployment handle was pulled but the diameter of proximal end of the endoprosthesis had only expanded to approximately 2/3 of it's full diameter. The physician suspected that the lockwire and angulation fiber/mechanism may be involved with the incomplete deployment. Upon removal of the lockwire and angulation mechanism the endoprosthesis deployed to it's full diameter. When the physician began to remove the delivery catheter, it seemed the proximal end of the delivery catheter was connected with proximal end of lesser curvature side of the endoprosthesis. A balloon catheter was inserted up the right femoral artery and used to push the delivery catheter to the greater curvature side and then the balloon catheter was inflated in the proximal end of the endoprosthesis. The balloon was inflated several times, during which the delivery catheter was separated from the endoprosthesis and able to be withdrawn. The procedure was completed with the device implanted in the intended position. The patient tolerated the procedure.